Event description:
The patient received two scs leads with the same lot number. It was reported fluoroscopy indicated one of the patient's scs leads had migrated. The sjm representative reprogrammed the patient's system; however, surgical intervention will take place to address the migration issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the leads. The physician electively replaced the ipg as well. Effective stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.